Event description:
The patient underwent an implantation of an automatic implantable cardioverter defibrillator (aicd) and had the generator removed 2 months later. The aicd could not be interrogated in the office. The leads were tested and found to be good. This device was replaced by same model cd3265-40q. The cardiologist notes in the operative note: ..."history of cardiac resynchronization defibrillator (crt-d) implantation two months ago. The device has since had high frequency noise in multiple channels, and has had failure to interrogate using both wand and rf in the clinical setting, albeit not reproducibly. He has had 52 episodes of diverted therapy due to identification of suspected noise on the leads...there was no evidence of lead dysfunction identified on radiographic analysis. The leads were found to be fully seated in the header of the device fluoroscopically. Interrogation of the device in the laboratory demonstrated high frequency noise on atrial and right ventricular channels... Interrogation of the generator when all the leads were disconnected found continued unchanged high frequency noise in the atrial and right ventricular channels despite being completely disconnected from the patient." There were no complications.